Event description:
Packaging issue: it was reported that before an unknown procedure, a black foreign matter was found inside the sealed package. The package was not opened. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh25 device was received inside the package, however, the device was not sterile. The device was received in good visual condition; and with black plastic matter inside the package. The black plastic shavings probably are from the device internal components. During manufacturing the devices are test fired 100% and in some cases component friction can result in small shavings ejecting from the device after packaging during transit. Although no conclusion could be reach on what caused the reported event, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.